Manufacturer narrative:
A supplemental report is being submitted for a correction to b5.desc evt problem and an update to 2.6 device codes (fdd/annex a): a040609 was added. Additional products: brand name: controller d4: serial #: (B)(6). H6: FDA device code(s): a040609 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the back up controller exhibited bent pins in the power port. The back up controller was removed from service.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly added the serial number of the back up controller d4: model #:1420-controller / catalog #: 1420-controller/ expiration date: 30-nov-2020 / serial #: (B)(6). UDI #:(B)(4) h4: mfg date: 13-nov-2019. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion and additional event details. Product event summary: the pump ((B)(6)) was not returned for evaluation. Two (2) controllers ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed a bent pin within the serial port of the controller. The bent pin did not allow a data cable to properly connect to the controller. Visual inspection of (B)(6) also revealed contamination within both power ports and the serial port. Additionally, it was observed that the serial port data cap was missing. These are additional findings not related to the reported event. Visual inspection of (B)(6) also revealed contamination within the driveline port connector. Failure analysis of (B)(6) revealed bent pins within power port one (1) of the controller. The bent pins do not allow a power source to connect to the controller. Review of the controller log files pertaining to (B)(6) revealed six (6) electrical fault alarms, three (3) high watt alarms, eight (8) vad disconnect alarms, and one (1) vad stopped alarm were logged on (B)(6) 2021. A vad disconnect alarm was logged at 06:27:38, indicating a physical disconnection of the driveline from the controller, which corresponds with the reported controller drop event. Six (6) electrical fault alarms were logged between 06:32:38 and 06:42:20 indicating the front stator was not connected, rear stator was not connected, open phases in the rear stator, and open phases in the front stator, resulting in the pump running on a single stator. This likely triggered the subsequent high watt alarms, due to the increased power consumption required to run on a single stator. Two (2) additional vad disconnect alarms were logged at 06:32:43 and 06:33:09, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting of the controller. Two (2) vad disconnect alarms were also logged at 06:40:31 and 06:42:07 due to a critical phase open, indicating there was an open phase on each stator. A vad stopped alarm was then logged at 06:42:49 due to a vad minimum speed failure, which is the result of the pump operating below 1400 rpms for 10 seconds. This fault was likely due to an a phase briefly opened on the rear during which the front stator not connected was detected. This was followed by additional vad disconnect alarms. Review of the controller log files revealed that (B)(6) was not in use during the reported event date and was likely the patient's back up controller. Review of the alarm log file revealed a vad disconnect alarm was logged on (B)(6) 2021 at 05:32:33, indicating that the controller was powered up without the driveline cable connected. As a result, the reported events were confirmed. Based on an investigation conducted under CAPA pr384004, the root cause of the observed bent socket pin within the serial port connector of (B)(6) is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the data cables. The root cause of reported bent socket pins within the power port connectors of (B)(6) is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. CAPA pr00384004 was opened to investigate bent/damaged pins with controllers 2.0. The most likely root cause of the observed contamination within the power ports and the serial port and the observed missing serial port data cap can be attributed to handling of the device. Based on the available information, the most likely root cause of the vad disconnect alarm logged on (B)(6) can be attributed to the controller powered up without the driveline cable connected. The most likely root cause of the initial vad disconnect alarm logged on (B)(6) can be attributed to the dropping of the controller as described in the reported event details. Based on risk documentation and the available information, a possible root cause of the electrical fault alarms, high watt alarms, vad disconnect alarms due to a critical phase open, and vad stopped alarm can be attributed, but not limited, to contamination by foreign material of the driveline port connector and/or a marginal driveline connection. CAPA pr00375742 was initiated to evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation conducted under CAPA pr00375742, the most probable root cause of driveline connector contamination has been attributed to design/training issues. Additional products: d4: serial or lot#: (B)(6) h6: FDA device code(s): a07 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) stopped and that the dropped controller exhibited electrical fault alarms.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump ((B)(6)) was not returned for evaluation. Two (2) controllers (con403018, con408760) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of con403018 revealed a bent pin within the serial port of the controller. The bent pin did not allow a data cable to properly connect to the controller. Visual inspection of con403018 also revealed contamination within both power ports and the serial port. Additionally, it was observed that the serial port data cap was missing. These are additional findings not related to the reported event. Visual inspection of con403018 also revealed contamination within the driveline port connector. Failure analysis of con408760 revealed bent pins within power port one (1) of the controller. The bent pins do not allow a power source to connect to the controller. Review of the controller log files pertaining to con403018 revealed six (6) electrical fault alarms, three (3) high watt alarms, eight (8) vad disconnect alarms, and one (1) vad stopped alarm were logged on (B)(6) 2021. A vad disconnect alarm was logged at 06:27:38, indicating a physical disconnection of the driveline from the controller, which corresponds with the reported controller drop event. Six (6) electrical fault alarms were logged between 06:32:38 and 06:42:20 indicating the front stator was not connected, rear stator was not connected, open phases in the rear stator, and open phases in the front stator, resulting in the pump running on a single stator. This likely triggered the subsequent high watt alarms, due to the increased power consumption required to run on a single stator. Two (2) additional vad disconnect alarms were logged at 06:32:43 and 06:33:09, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting of the controller. Two (2) vad disconnect alarms were also logged at 06:40:31 and 06:42:07 due to a critical phase open, indicating there was an open phase on each stator. A vad stopped alarm was then logged at 06:42:49 due to a vad minimum speed failure, which is the result of the pump operating below 1400 rpms for 10 seconds. This fault was likely due to an a phase briefly opened on the rear during which the front stator not connected was detected. This was followed by additional vad disconnect alarms. Review of the controller log files revealed that con408760 was not in use during the reported event date and was likely the patient's back up controller. Review of the alarm log file revealed a vad disconnect alarm was logged on (B)(6) 2021 at 05:32:33, indicating that the controller was powered up without the driveline cable connected. As a result, the reported events were confirmed. Based on an investigation conducted under CAPA pr384004, the root cause of the observed bent socket pin within the serial port connector of con403018 is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the data cables. The root cause of reported bent socket pins within the power port connectors of con408760 is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. CAPA pr00384004 was opened to investigate bent/damaged pins with controllers 2.0. The most likely root cause of the observed contamination within the power ports and the serial port and the observed missing serial port data cap can be attributed to handling of the device. Based on the available information, the most likely root cause of the vad disconnect alarm logged on con408760 can be attributed to the controller powered up without the driveline cable connected. The most likely root cause of the initial vad disconnect alarm logged on con403018 can be attributed to the dropping of the controller as described in the reported event details. Based on risk documentation and the available information, a possible root cause of the electrical fault alarms, high watt alarms, vad disconnect alarms due to a critical phase open, and vad stopped alarm can be attributed, but not limited, to contamination by foreign material of the driveline port connector and/or a marginal driveline connection. CAPA pr00375742 was initiated to evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation conducted under CAPA pr00375742, the most probable root cause of driveline connector contamination has been attributed to design/training issues. Additional products: d4: serial or lot#: con403018 d9: yes, return date: 19-may-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15, h6: FDA results code(s): c04, c0706, c070603, c23, c15, h6: FDA conclusion code(s): d01, d11, d15, d4: serial or lot#: con408760, d9: yes, return date: 19-may-2021, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): b01, b15, h6: FDA results code(s): c0706, h6: FDA conclusion code(s): d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Heartware ventricular assist system controller 2.0. Model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2019 / serial #: (B)(4) UDI #: (B)(4) device evaluated: no. Device evaluation anticipated, but not yet begun mfg date: 18-sep-2018 labeled for single use: no. (B)(4). Heartware ventricular assist system controller 2.0 model #: 1420 / catalog #: 1420 / expiration date: unk / serial #: unk UDI #: asku device evaluated: no, device evaluation anticipated, but not yet begun mfg date: unk labeled for single use: no. (B)(4). Additional information has been requested regarding the serial number of the second controller, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent.

Event description:
It was reported that the controller had a poor mechanical connection. The patient dropped the controller while getting into the shower, and it disconnected at the driveline. The patient reconnected the driveline, but the controller alarmed. The patient exchanged the controller to a backup controller, and the back-up controller then alarmed to connect to the driveline. The patient went to the emergency department, and the controller was exchanged for a new controller. The driveline remains in use. No patient complications have been reported as a result of this event.